Manufacturer narrative:
The hospital's biomed reportedly wasn't able to duplicate the issue in follow-up of the event. He found error codes in the device's service log for the day after the date of event indicating a ventilator shutdown. The main pcb was replaced as a precaution; the device passed all consecutive tests and is back in use. The replaced board was handed over to drager where it was installed into a lab device. An endurance run over 100 hours produced no findings. Dräger analyzed the error logs recorded for the day after the date of event. Two different error codes were found in the logs. Both indicate that an overpressure condition occurred upon which the device reacted as designed with a ventilator shutdown. The first code was logged because the measured airway pressure was for more than 20ms exceeding the maximum allowed airway pressure by 10 mbar or more. The ventilator motor performs a zeroing maneuver for the piston position which is not visible for the user and does not lead to an impact on the ventilation performance. The second error code indicates that the overpressure condition was indeed present for more than 400ms. In consequence, the supervisor function of the software forced a shutdown of automatic ventilation. This is accompanied by a corresponding alarm; manual ventilation as well as monitoring functions remain available. The imaginable root cases are manifold and not necessarily related to technical issues - patient coughing, patient movement, accidental occlusion of the breathing hose etc. May cause the aforementioned overpressure situation as well. In fact, it is seen rather unlikely that a problem with the device itself has caused or contributed to the reported observation since the workstation exhibited no faults when having been tested in follow-up of the event. A reliable conclusion in regard to the exact root cause is not possible based on the available information. Drager finally concludes that the workstation responded as designed upon a deviation of unknown origin to protect the patient from overpressure. No health consequences have been reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00388.

Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that the ventilator stopped cycling during a case. The ventilation was switched to manual mode and the case was completed without any patient consequences reported.